Event description:
Complaint ticket documents customer reports demonstrating events where there were issues related to amplification detection unit (adu), and reaction vessels (rv) popping out after tsb 640-060 installation on an alinity m system, ln 08n53-02. Based on the results of the investigation, a product deficiency was identified for the alinity m system, ln 08n53-02, for serial numbers that had tsb 640-060 installed and for the tsb 640-060 [001]. Specification not met: the number of customer complaints for the reported issue on the alinity m system is higher than expected when compared to historical performance, with 25 tickets occurring since tsb 640-060 release (i.e., since 6 december 2021).

Manufacturer narrative:
Complaint investigation confirmed a deficiency where instances of reaction vessel (rv) ejection failures (also known as rv popping) were observed in the field after execution of technical service bulletin (tsb) tsb 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality. Urgent field safety notice / field correction recall (fa-am-dec2021-264v2) was issued on february 11, 2022 and a technical service bulletin was issued on february 18, 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on february 14, 2022. The following mdrs were also reported as related to fa-am-dec2021-264v2 (511-risk): 3005248192-2022-00220, 3005248192-2022-00222, 3005248192-2022-00223 3005248192-2022-00224, 3005248192-2022-00225, 3005248192-2022-00226, 3005248192-2022-00227, 3005248192-2022-00228, 3005248192-2022-00233, 3005248192-2022-00234, 3005248192-2022-00235, 3005248192-2022-00236, 3005248192-2022-00237, 3005248192-2022-00238, 3005248192-2022-00239.